Event description:
During use of the laserscope greenlight pv fiber, the tips detached on 3 different fibers. Lot 10-2080-617n x 2; lot 10-2070-626w x 1. The tips were retrieved from the surgical field. The procedure was completed with use of the 4th fiber. There was no injury to the patient.